Manufacturer narrative:
The pre-repair temperature tests couldn't be performed as the motor was seized. The evaluation found no other findings other than the motor was frozen/seized. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the handpiece overheated in less than 1 minute. There were no injuries reported as a result of this event.